Event description:
The device was used a low anterior resection procedure. Reportedly, the instrument was difficult to remove from the operation site. The knife transection was incomplete. The surgeon cut the tissue with another device and removed the unit. The surgeon applied suture to re-enforce the staple lines. No pt injury was reported.